Manufacturer narrative:
Product analysis was unable to confirm the reported allegations related to cylinder has a hole, fluid loss, and device malfunction as sharp instrument was identified. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders were consistent damage with sharp instrument damage at the cylinder body. The cylinder body of cylinder 1 was identified to be cut in half. Cylinder 2 a large broken fabric treads with large tear of the outer tube in the cylinder body that was result of sharp instrument damage; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Due to these damages being consistent with explant damage product analysis considered them secondary failures. There was no damage to the pump. Therefore, product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a surgical procedure due to a ruptured cylinder that resulted in fluid loss. The ipp cylinders, pump, and reservoir were removed and replaced with a new ipp device. A patient status was not reported.

Event description:
It was reported that the patient underwent a revision procedure due to ruptured cylinder due to fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, was implanted.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of [event] was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient underwent a revision procedure due to ruptured cylinder due to fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to ruptured cylinder due to fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, was implanted.